Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances fo loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that drops of insulin were not seen at the end of the tubing during fill tubing. During troubleshooting, the customer indicated that the luer lock had been screwed on incorrectly. The luer lock was tightened and the load process was able to be completed. There was no impact to the customer's blood glucose level.